Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000053, serial/lot #: unk. A representative went to the site to preform system check out. It was noted that the power cable prongs were loose and wiggling. They replaced the power cable, and the system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system will not charge. There was no patient present.